Event description:
Accu-checks were not populating as designed. Results were populating over an hour late. Manufacturer response for accu-check machine, accu-check inform ii (per site reporter) sent to lab and returned to floor. Unknown which device number it was as this was not provided.